Manufacturer narrative:
Additional info: time of event between (B)(6) 2019 and (B)(6) 2019. No product will be returned per customer. The customer complaint of leaking maxzero could not be confirmed due to the product was not returned for failure investigation.

Event description:
It was reported a leak occurred between the needleless connector on child¿s IV access device and the luer connection. The leak occurred when the user attempted to engage the valve with the flush syringe or IV tubing. No products were sequestered, no patient harm occurred.

Manufacturer narrative:
Although requested, device has not been received, and patient demographic details were not provided. Patient is a child. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported a leak occurred between the needleless connector on child¿s IV access device and the luer connection. The leak occurred when the user attempted to engage the valve with the flush syringe or IV tubing. No products were sequestered, no patient harm occurred.